Event description:
A physician reported that the vitrectomy probe had poor cutting and poor aspiration even after the cutting speed was reduced to below 3000 cuts per minute during vitrectomy surgery. The procedure was completed by replacing the product with new one. There was no patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).